Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 1051mg/dl. The customer was not feeling well overnight and was vomiting for two days. The nurse stated that the cat chewed the tubing and her roommate found her disoriented, the customer does not remember when the insulin pump came off. They wanted to be sure the insulin pump is functioning properly before they can turn off the insulin drip. The nurse called back to perform the troubleshooting, and no damage to the drive support cap noted. The time and date were correct, but they were not sure if the basal rates and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, low battery, and no delivery alarms. No further information was provided.